Manufacturer narrative:
A saber rx pta (5mm x 20cm155cm) balloon catheter was delivered to the lesion and inflated. However, it ruptured at 12atm (atmosphere) which was within its rated balloon pressure. Then, another saber rx pta (5mm x 10cm155cm) balloon catheter was delivered to the lesion and inflated. However, it ruptured at (13atm) which was within its rated balloon pressure. There was no reported patient injury. The target lesions were the right and the left superficial femoral artery. The lesion was heavily calcified. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prepped normally. There were no anomalies noted during or after the device was prepped. The product was not returned for analysis. A product history record (phr) review of lot 17605007 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx pta (5mm20cm155) balloon catheter was delivered to the lesion and inflated. However, it ruptured at twelve (12atm) atmosphere pressure which was within its rated balloon pressure. Then, another saber rx pta (5mm10cm155) balloon catheter was delivered to the lesion and inflated. However, it ruptured at thirteen (13atm) atmosphere pressure which was within its rated balloon pressure. There was no reported patient injury. The target lesion were the right and the left superficial femoral artery. The lesion is heavily calcified. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and the device was prep normally. There were no anomalies noted during or after the device was prepped. The product will not be returned for analysis.